Event description:
Additional information received indicated the device was restored and reprogrammed to resolve the event after the device entered backup mode for a second time.

Event description:
It was reported that the device entered backup mode following the implant procedure. Abbott technical support was contacted and the device was restored and reprogrammed to resolve the event. It was reported that the device entered backup mode again at a later date. No additional intervention has been performed. The patient was in stable condition and will continue to be monitored.